Manufacturer narrative:
Film evaluation summary: the cause of the proximal type I endoleak occurring during implant could not be determined. Films during implant were not available for review. The pre-implant films provided revealed that the patient had a proximal neck that was conical-shaped, ranging in diameter from 29 ¿ 32mm along a 30mm length. The neck was moderately calcified and moderately angulated ~60 deg. It is possible that this was anatomy related; caused by calcified and angulated neck. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52 x 45.2 mm diameter abdominal aortic aneurysm. The aortic neck was 30.1 mm in length, 27.8 mm in diameter proximally, 28.9 mm 10 mm distal to renal, 30.7 mm 20 mm distal to the renal and 31.7 mm 30.1 mm distal to the renal with 18 degree angulation. The aortic neck had circumferential calcification at the proximal landing zone. It was reported that upon completion angiogram a type ia endoleak was observed. The 36mm bifurcated stent graft was landed as proximal to lowest renal as possible. The physician performed a second balloon dilatation with a reliant balloon at the proximal edge of the stent graft. Upon angiogram, it appeared to reduce the type ia endoleak but it was still present. A third ballooning with a reliant balloon was performed at the proximal edge of the stent graft. Upon angiogram improvement of the type ia endoleak was appreciated but not fully resolved. The physician made the decision to terminate the procedure at this point so as not to administer additional contrast to patient. The physician stated the cause of the event was anatomy related (circumferential calcium at the proximal landing zone was of the aortic neck). No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.